Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2024-00267 a physician reported a ventricular catheter (ID 823041) and a peritoneal catheter (ID 823045) were implanted via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The catheters were used together with a certas plus valve (ID 828804). All three devices were removed on an unknown date due to the valve not functioning properly after implantation. Based on information provided, it is unknown if there was an issue with the catheters, however, they were explanted. It is also unknown if the patient experienced any signs or symptoms due to valve failure. The patient's condition is unknown.

Event description:
N/a.

Manufacturer narrative:
. The hakim ventricular catheter (B)(6) was returned for evaluation. Device history record (DHR) - the product code 82-3041 with lot 7121717, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected; no defects noted. The catheter was irrigated, no occlusions noted. The catheter was leak tested, no leaks were noted. The complaint was unconfirmed. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter, at the time of investigation no function issues were noted.